Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to the adc freestyle libre reader turning on with button press but not with test strip insertion. Customer experienced a loss of consciousness and was treated with an injection of glucose by the hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specifications. The reported complaint with precision strips is isolated to the meter only. As such, no strip related investigation activities are performed for the reported complaint. The DHR for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performedthis also serves as a correction report. Section d-1 (brand name) was incorrectly documented in the initial MDR 30 day report. Section d-1 has been updated.

Event description:
Customer reported being unable to test due to the adc freestyle libre reader turning on with button press but not with test strip insertion. Customer experienced a loss of consciousness and was treated with an injection of glucose by the hcp. There was no report of death or permanent injury associated with this event.